Event description:
A memory lens iol was implanted in a pt's right eye in 2000 with no complications. Moderate opacification diagnosed in 2003 with va reported as 20/40 od. Device was explanted & replacemed 2 months later. Prognosis stated as excellent. No further info is available at the time of this report.